Event description:
Injury to soft tissue - mouth [mouth injury]. Metal post inside [oral-b] brush head assembly broke [device breakage]. Case narrative: consumer via chatbot stated that during brushing, the metal post inside the brush head assembly broke. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.